Event description:
It was reported to the distributor of intergel that the pt underwent a surgical procedure on (B)(6) 2002 and gynecare intergel was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.